Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient's device was successfully activated. The explanted device was reportedly disposed of and will not return to advanced bionics for analysis.